Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was confirmed and reproduced. Evaluation found the downstream sensor current reading was out of specification with a fluid filled set loaded caused by a failed downstream sensor. The downstream sensor assembly was replaced.